Manufacturer narrative:
(B)(4). Date of initial report: 11/14/2016. Date of follow-up report: 02/02/2017. One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual examination of the device found melted insulation on both the a+b jaws on the left side as viewed from the top of the b-jaw. Part of the insulation appears to be charred and missing. The customer reported a device-related burn and that the device was smoking and melted. The reported condition was confirmed. Visual examination of the device found melted insulation on both the a+b jaws on the left side as viewed from the top of the b-jaw. Part of the insulation appears to be charred and missing. There was no damage to the insulation on the other side of the jaws. The failure mode appears to be a simultaneous short circuit of both the a and b jaw seal plates on the left side of both jaws. Because the melted and missing insulation is nearly equal on the left side of the b-jaw and the left side of the a-jaw, it appears that both jaws were simultaneously shorted across by contacting an outside conducting object such as a hemostat, another device, or a nearby staple. The heat from this direct short melted off the insulation where the contact occurred. The investigation identified the root cause of the reported event to be the user contacting an outside conductive object causing a direct short across the jaws. The heat from this short caused the insulation to melt. The IFU states: contact between an active instrument electrode and any metal object (hemostats, staples, clips, retractors, etc.) May increase current flow and may result in unintended surgical effects or insufficient energy deposition. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient's stomach received a burn towards the end of a gastric sleeve procedure. The device was being used and excess smoke was observed as well as sparking and melting of the plastic on the jaws. The portion of the stomach that received the burn was being removed as part of the procedure. There was no information available from the site regarding degree and/or description of the burn. The patient is currently listed as "good".